Event description:
It was reported the patient was in a serious car accident on (B)(6) 2014 and hadn¿t been able to use the stimulator since the accident. The patient reportedly needed the device checked. The patient was redirected to their health care provider. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37743fa, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).